Event description:
It was reported that the patient died. The patient had st-segment elevation myocardial infarction (stemi). Following pre-dilation with a 2.5 x 15 emerge balloon catheter, a 2.50 x 28 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. When the device was removed, it was noticed that the undeployed stent struts were buckled. The patient died on the table. No further information was provided.